Event description:
Last breast procedure for patient was (B)(6) 1990 - implant of bio elastic breast prosthesis. Throughout the ensuing years, pt c/o pain and finally elected for removal of implants today.